Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with five proglide devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure via a 6f sheath. Reportedly, the first four proglide footplates failed to close completely; despite this, these devices were simply pulled from the anatomy without further issue. A fifth proglide was attempted and its footplate also failed to close completely; however, this device was stuck and could not be removed from the anatomy. A surgical cutdown was performed to remove the fifth proglide device. Then, the sheath was upsized to 14f and the aaa procedure was completed. After the procedure, hemostasis was achieved via the surgical cutdown. There was no reported adverse patient sequela; however, there was a reported clinically significant delay due to the surgical cutdown. No additional information was provided.